Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated they did not press a button down for 3 minutes or longer. Customer reported that they received insulin pump error in past. Customer reported they was able to clear the alarm. Customer stated they was able to rewind the insulin pump. Customer assisted with performing displacement test and test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 alarms noted during testing. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.